Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent dislodgement occurred. The chronic totally occluded target lesion was located in the occlusive superior mesenteric artery. A 7.0x40x135 cm express ld stent was advanced for treatment. However, it was noted that the stent was unable to cross the lesion and got dislodged inside the guide catheter. The device was completely removed within the guide catheter and the procedure was completed with a different device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Age at time of event. 18 years or older. Device evaluated by MFR. The balloon was unfolded which indicates it had been subjected to positive pressure. A visual and microscopic examination identified no damage or any issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified no damage or any issues with the tip or markerbands that could have contributed to the complaint incident. A visual and tactile examination identified multiple kinks on the shaft of the device. The stent was returned detached from the delivery system. A visual and microscopic examination identified that the stent was still crimped and had not been expanded. No damage or any issues were noted with the stent that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The chronic totally occluded target lesion was located in the occlusive superior mesenteric artery. A 7.0x40x135 cm express ld stent was advanced for treatment. However, it was noted that the stent was unable to cross the lesion and got dislodged inside the guide catheter. The device was completely removed within the guide catheter and the procedure was completed with a different device. No patient complications were reported and patient status was stable.